Manufacturer narrative:
Evaluation - other: smiths medical is unable to fully investigate this report. The user facility did not record the lot number used and they disposed of the unit involved in this event. There is no way to tell if the event was due to improper setup or by a manufacturing defect. This file is logged for trending of similar reports.